Manufacturer narrative:
Examination of the returned device confirms the complaint; the spring component is damaged. A complaint database search on the provided product family identified a trend of damaged spring component. The root cause is attributed to product design. Eco-424484 was implemented on (B)(4) 2013 to replace the spring component with 4 bal-plungers on all reclaim tool adaptors. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The reclaim prox body inserter tip was found to have a spring that was all coiled and broken on the inside.